Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor memorygel siltex round moderate profile 225cc gel breast implant, catalog number 3542257, lot number 24359. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel siltex round moderate profile 225cc gel breast implants which the right ruptured after implantation. The issue was confirmed by mammogram and ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/31/2018, additional information indicated that the patient will replace the implants with gel implant, and that she is experiencing, hematoma, seroma and capsular contracture in the right breast and having reaction to the silicone leaking. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/9/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report indicates the left implant ruptured and as a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503751bc, lot number 7562739, serial number (B)(4), and right replaced with catalog number 3503751bc, lot number 7562739, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/6/2018 additional information indicated that the patient had the implant removed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary. The device was received with clear gel. Brown material was observed within the device and gel and brown material on the shell surface. Lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Two rents were observed on the anterior aspect, measuring approximately 0.1 cm. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. No other anomalies were discovered. Rupture complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Careful hemostasis is important to prevent postoperative hematoma formation. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue manufacturer¿s reference number: (B)(4).